Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the left ventricular (lv) lead exhibited low pacing impedance. No intervention was performed and the patient condition was unknown.